Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer casing half was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information provided: what type of anastomosis was created? (End to end, end to side) end to end. What stapling technique was used? (Single, double, triple) single. If (single or double), which purse-string suture was used? (Hand-sewn or suture clamp) hand sewn. What other devices were used for transecting and/or closing otomy? Ecs29a. How long has the surgeon been using this device for this procedure? 2+ years. Was the attending surgeon an experienced ees circular user? Yes. Who fired the device? Surgeon. Was the person firing the device an experienced ees circular user? Yes. Was the or staff experienced in preparing the ees circular device? Yes. Was there a recent conversion to ees devices in this account or this surgeon? No. How did you confirm the anvil was secured to the trocar? Click, snapped on as usual. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, ect.)? Normal crunch, plus a sound not normally heard. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Tightest possible. Were any unexpected noises heard? Yes. If yes, when during the firing stroke? Right after 1st crunch. Did firing handle/trigger return to its original (pre-fired) position without intervention? Yes. Was the breakaway washer completely cut through? Asku. Were malformed staples observed? Yes. If yes, where and what did the staple form look like? Completely unformed.

Event description:
It was reported that the device was used during a hand assisted laparoscopic sigmoid colectomy. When fired there was no anastomosis formed, the staples were unformed. There was no report of bleeding or leakage. Another device was used to complete the case. There was no adverse consequence to the patient.